Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-02085. It was reported the pt complained he was not receiving pain relief in his back. An sjm rep contacted the pt and the pt stated he was primarily implanted to treat pain in his legs and some back pain, but the pain in the legs was resolved after he underwent surgery to have a cyst removed. The pt has now decided to have his scs system removed. Surgical intervention may be undertaken at a later date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.